Event description:
It was reported that the device and right atrial lead were non-prophylactically explanted and replaced. Follow-up clarified there were no device issues, however there was a suspected fracture of the lead, and there was high pacing impedance and noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.